Event description:
It was reported that during stent deployment, unintended movement of the delivery system resulted in insufficient coverage of the right vertebral artery lesion. A second stent was deployed to provide adequate coverage. There was no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis found compression on the outer body at 32.0cm from its proximal end and a compression at 1.2cm from the outer body distal end. Slight friction was experienced when moving the inner body within the outer body. The inner body was examined and no anomalies were observed. The inner body dual tapered tip and outer body coating were found within specifications. Based on the event, it is likely that compressions observed on the device outer body occurred due to handling during re-packaging or transit to the manufacturer because this finding was not mentioned or reported. Additional information obtained indicated that the reported difficulty during stent deployment was related to the patient's anatomy. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during stent deployment, unintended movement of the delivery system resulted in insufficient coverage of the right vertebral artery lesion. A second stent was deployed to provide adequate coverage. There was no reported clinical consequences to the patient.